Event description:
It was reported that the patient presented post-procedure, after leaving the procedure room. It was observed that the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) exhibited over-sensing, which resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.